Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. The patient lost stimulation. Troubleshooting was attempted but could not provide resolution. As a result, the ipg was explanted and replaced on (B)(6) 2016 with a different model. The issue was resolved.